Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to inactivation of the patient ID. A technical support specialist advised clients to reach out to a pharmacy to update and remoted into the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank es system had patients not showing on the cabinet. The customer stated that the patients were not showing up on the machine and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.